Manufacturer narrative:
H10 the customer reported that the caregivers who had reported the incident were no longer present in the office. To solve the problem on the device allowing a quick restart of the device necessary for the proper functioning of the service. The system partly meets specification and is returned to use with restrictions.there was no other information available. H11 g1: contact office information.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021 .

Event description:
It was reported to philips that the device was unable to achieve the targeted air flow. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.